Event description:
The patient reported that they were initially told about a "3 year" battery and a "lifetime" battery. The patient was never consulted on which device they wanted and the doctor just decided to implant the "lifetime" battery. The patient was told that with the full implant they would feel the same relief on both sides that they felt during the trial period but they were only feeling relief on their right side with the implant. It was noted that what they had to do to get their implantable neurostimulator (ins) to charge put the patient in more pain than they had before getting the device. The patient was going to their doctor on (B)(6) 2016 to get their device removed. The patient was implanted for failed back surgery syndrome and spinal pain.

Event description:
Patient reported additional information that on (B)(6) 2016 they started to have pain radiating on the right side like a "knife stabbing" him and he was not getting relief on the left side. The patient reported pain in the testicle area on (B)(6) 2016. The patient went to the hospital (B)(6) 2016 and they found he had an infection in the testicle area and he was still having pain on the right side. A CT scan came back negative. Patient reports he had his first adjustment on (B)(6) 2016, and the next appointment was (B)(6) 2016, to work out the "bugs" and to set up the auto setting but representative did not show up. The patient subsequently reported in a patient letter received (B)(6) 2016 that a new representative reprogrammed the unit and the issue with relief on one side only and increased pain had been resolved.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.